Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava and organ (duodenum) perforation. Patient further notes limited activity, anxiety and depression. Per the inferior vena cava (ivc) report dated (B)(6) 2012: "impression: status post successful insertion of a celect ivc filter in the infrarenal inferior vena cava via the right common femoral vein". Per the (B)(6) 2018 CT abdomen and pelvis: "findings: there is an ivc filter in place with multiple struts traversing the walls of the ivc, including one strut which is seen penetrating the overlying duodenum. There is also prominent leftward tilt of the ivc".

Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation. (Device code): appropriate term/code not available for device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc)/organ perforation, tilt, anxiety, depression and limited activity. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, depression, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided the filter was successfully retrieved via the percutaneous route on (B)(6) 2018. Per the successful inferior vena cava (ivc) filter retrieval (percutaneous): "[patient] now presents to us with complaints of persistent upper abdominal pain and nausea. CT scan reveals inferior vena cava filter in the infrarenal position with significant tilting of the filter tip and with a protrusion of the ivc filter legs through the inferior vena cava into the surrounding soft tissue with 1 of the limbs of the filter protruding into the small bowel, and 1 of the limbs being fractured outside the ivc. Percutaneous extraction is indicated". "We then advanced the sheath over the snare without significant difficulty and were able to retrieve the filter in its entirety into the sheath". "Of note, there was a fractured leg of the ivc filter, which we had noted on fluoroscopy and preoperative imaging, with the distal fractured segment being noted to be completely outside of the inferior vena cava, and this could not be withdrawn with the remainder of the ivc filter as it was not in continuity with the intravenous portion of the filter". "We did perform a completion intravascular ultrasound [ivus] of the inferior vena cava and very carefully examined the segment of the ivc in the area of the fractured exterior limb, and noted that there was no evidence of this limb within the lumen of the ivc, nor was there any residual thrombus within the inferior vena cava on ivus imaging". "The patient tolerated the procedure well...[patient] ¿had significant improvement without any significant abdominal pain, and with resolution of [the] nausea..."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, abdominal pain and nausea. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported abdominal pain and nausea is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.